Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized for low blood glucose readings. The name of the hospital was mt carmel st ann's. The customer also reported different blood glucose readings throughout the day. The blood glucose readings were 150 mg/dl, 70 mg/dl, 65 mg/dl, 81 mg/dl, 78 mg/dl, 76 mg/dl, and 74 mg/dl. The low blood glucose was treated with food. The customer states that she did not have the insulin pump on after she got the 65 mg/dl. It was also stated that the customer has had a cold since october. No significant events prior to the hospitalization. Advised to monitor the insulin pump and call back if the issue persists. Nothing further reported.